Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use existing cartridge. Customer¿s blood glucose level was 123 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.